Manufacturer narrative:
Additional information was received on 12/08/2016 reporting that the customer has not experienced any further occlusions with the replacement pump. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. After the alarms. The customer would just resumed insulin delivery. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.